Event description:
It was reported in a study investigating sudden unexplained death in epilepsy patients (sudep) that a female with epilepsy was found dead in her bed. The patient had a functioning vns device at the time of her death and was taking lamotrigine, primidone, and oxcarbazepine for seizure control. An autopsy was performed and hemorrhagic gastritis, and parenchyma with a small amount of clear, frothy fluid was found. No brain tissue abnormalities were found. The patient's death was classified as a definite sudep. Good faith attempts to obtain additional info from the study coordinator have been unsuccessful as she no longer has this info.

Manufacturer narrative:
Pediatric experience with sudden unexplained death in epilepsy at a tertiary epilepsy center. Mcgregor, amy and wheless, james. Journal of child neurology. Volume 21, number 9, pp. 782-787. September 2006.